Event description:
It was reported that visual inspection of the patient cable of the mobile power unit (mpu) showed damage. The unit was segregated for examination and possible patient cable replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a1-a4: there was no patient involved . Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of superficial damage to the mobile power unit (mpu) patient cable was confirmed during evaluation of the returned mpu. The mpu, serial number (B)(6), was received and evaluated at the european distribution center (edc). Visual inspection of the unit revealed superficial damage to the outer jacket of the patient cable. The unit was functionally tested and passed. The unit was scrapped. The account also submitted two photos which confirmed the observed damage to the patient cable. The provided information indicated no alarms were observed associated with the damage. A root cause for the reported event was not conclusively determined through this analysis. Additionally it was found during investigation the rubber encasing on the patient cable was loose. The device history records were reviewed and the records reveal that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu and patient cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.